Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported change sensor and sensor updating and damaged pump. The customer experienced hyperglycemia with blood glucose value of 561mg/dl. The customer reported hyperglycemia was treated with pump. The event involved product(s) mmt-1884l, mmt-332a, mmt-387a, mmt-7020pla. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. Product return for mmt-1884l is expected and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-387a. No product return is required for mmt-7020pla.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test. Pump history files and traces successfully downloaded using thump. Daily insulin total is 77.65 units for the event date. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked case-corner of belt clip rails, pillowing keypad overlay and damaged/faded serial number label cosmetic damage was confirmed with cracked battery tube threads and cracked case-corner of belt clip rails during analysis. Unable to confirm high bgs during analysis, however, pump is functioning successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.